Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. 686078, 20218446) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On 23-feb-2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), libido decreased ("hormonal changes describe: decreased libido"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and weight fluctuation ("weight changes") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on 14-jul-2016. At the time of the report, the abdominal pain and weight fluctuation had resolved, the libido decreased, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia and weight decreased outcome was unknown and the nausea and fatigue was resolving. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, libido decreased, menorrhagia, nausea, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 12-may-2010: total bilateral occlusion. Lot number: 20218446 manufacture date: 2009-10 expiration date: 2012-10 lot number: 686078 manufacture date: 2009-11 expiration date: 2012-11 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-apr-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. 686078, 20218446) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), libido decreased ("hormonal changes describe: decreased libido"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and weight fluctuation ("weight changes") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain and weight fluctuation had resolved, the libido decreased, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia and weight decreased outcome was unknown and the nausea and fatigue was resolving. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, libido decreased, menorrhagia, nausea, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: plaintiff fact sheet received. Case became incident. Event injury nos replaced with events decreased libido, vaginal, menorrhagia, apareunia, nausea, dysmenorrhea (cramping), dyspareunia abdominal pain, fatigue, weight loss, weight changes and outcome of events were added. Lot number product, patient & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.